Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this pacemaker had one-year battery remaining and after a few months reached end of life (eol). Subsequently, this device was explanted. This device is being kept by the hospital. No additional adverse patient effects were reported.